Manufacturer narrative:
(B)(4).

Event description:
During implant, it was noted that the wire became stuck in the lead. When the wire was removed, the lead was damaged. The lead was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The complete lead was returned in one piece. The guidewire that was used in the field was not returned for analysis. Visual inspection of the lead revealed stripped coating from the stylet was found bunched at the distal end of the connector which would have led to difficulty removing the guidewire/stylet. The connector pin and cap were pulled from the connector assembly which resulted in a stretched inner coil. This damage is consistent with that of excessive forces applied during the implant procedure. Electrical testing of the lead was performed and no anomalies were noted.